Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient reported about interruptions in access to sound with the device, cracking noise and ticking in the face. In situ testing showed that the device had malfunctioned. Some electrode channels had been switched off because of facial stimulation. The patient has mondini malformation. Diagnostic imaging is to be performed to assess the situation of the electrode and the implant. Re-implantation is planned.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
Patient's access to sound became muted, with some crackling noise once in a while. When the audio processor was put on, the patient at times feels a tickling like sensation in the face. Some electrodes have been switched off due to facial stimulation.